Manufacturer narrative:
(B)(4). Baxter received the device. The device passed flow rate testing during functionality testing upon incoming receipt of the pump. However the flow rate accuracy was not tested during evaluation due to the reported symptom being overlooked. The could not be re-evaluated for flow rate accuracy and this device was repaired and tested prior to release to ensure all performance specifications have been met.

Event description:
It was reported that a spectrum pump failed to deliver the programmed amount of dobutamine to a patient in the intensive care unit. The pump was programmed to infuse 10cc /hr over a 10 hour period from a 100ml bag of dobutamine. It was reported that pump was not alarming and was still running but no fluid was being infused to the patient over the 10 hours. The bag remained full when the nurse checked on it at the end of the infusion. It was discovered the tubing was clamped off below the pump however the pump had not alarmed for a downstream occlusion. It was also reported there was no patient injury.